Event description:
The customer reported discrepant thyroid-stimulating hormone (tsh) results, for two patients, on separate days, involving the access 2 immunoassay system. This is report two of two. An initial result of 4.7 uiu/ml was obtained. Subsequent analysis of the same patient sample, on the same analyzer, recovered a lower result of 3.6 uiu/ml, within the normal reference range. The erroneous result was released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) rebuilt the wash pump and precision pump assembly, replaced the fluidics printed circuit board (pcb), system motor pcb and the rotor-stator for the wash valve. The fse adjusted the mixer speed to within specifications. The fse completed high sensitivity (hs) system check with passing results, performed acceptable troponin calibration, and an acceptable precision analysis of low level troponin control, which was within the acceptable ranges. The instrument conformed to the manufacturer's published performance specifications. Rotor-stator. (B)(4).